Event description:
Pt 3 of 3. Health professional reports results outside reportable range high with hemochron elite microcoagulation system while running citrated aptt cuvettes. During an emergency room eval to rule out stroke for three pts, tests generated aptt results of >250 plasma equivalent seconds (pes) and repeat tests generated >250 pes. Lab generated results of 31-33 pes. System passed liquid quality control. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested using instrument serial number (B)(4). Method: customer returned samples were evaluated (single-use disposable). Test performed as expected. Test with normal donor blood was within allowable qc range and test with normal donor blood spiked with heparin generated an expected heparin response. Reserved sample tested from same lot. Batch records reviewed and found to meet specifications. Itc has requested all data required for form 3500a.